Event description:
Opened 2 esophageal balloon dilatation kits to stretch the patients esophagous. Both kits did not have the atmospheric pressure tag to instruct the user what to pump the balloon to. Both kits are the same numbers. FDA safety report ID# (B)(4).